Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed that the display lens was cracked. During testing, the display was found to be discolored. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display screen was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.